Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the fenestrated tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is retuned and failure investigation results provide new or significant information, a follow-up report will be submitted.

Event description:
It was reported that the customer stated the following: "soon after starting to use, bubbles leaked from near the neck flange." "The patient was re intubated."